Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 455mg/dl. Troubleshooting was performed, and the customer was not sure if the drive support cap was loose, protrude, or sticking out. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap. Unable to confirm the alarm due to the detached end cap. The drive support disk was inspected and no anomaly was found.